Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00208 to 3012447612-2020-00211.

Event description:
It was reported that during the procedure the k-wires were binding inside the pedicle screws during screw installation. The tips of two wires broke off and were retained within the pedicles of l5 and s1. There were no additional patient impacts reported. This is report three of four for this event.

Event description:
It was reported that during the procedure the k-wires were binding inside the pedicle screws during screw installation. The tips of two wires broke off and were retained within the pedicles of l5 and s1. There were no additional patient impacts reported. Additional information was provided stating that the patient underwent a revision surgery where the two screws and the tip of one of the guide wires were removed. This is report three of four for this event.

Manufacturer narrative:
This report is providing additional information received by the manufacturer. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the k-wires were binding inside the pedicle screws during screw installation. The tips of two wires broke off and were retained within the pedicles of l5 and s1. There were no additional patient impacts reported. Additional information was provided stating that the patient underwent a revision surgery where the two screws and the tip of one of the guide wires were removed.this is report three of four for this event.

Manufacturer narrative:
The returned screw was evaluated. There were no indications of damage observed on the screw. The size of the cannula was found to meet specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: method, results, and conclusions. The device was not returned for evaluation, however, x-rays were provided but are insufficient to detect any malfunctions associated with the screw. Since the device was unable to be evaluated, there are no results available and the cause cannot be determined. The DHR was unable to be reviewed since the lot number is unknown. The labeling was reviewed and found to contain instructions regarding proper device usage. This device falls within the scope of field action 3012447612-05-01-2020-001-r; however, this event is not associated with the recall.

Event description:
It was reported that during the procedure the k-wires were binding inside the pedicle screws during screw installation. The tips of two wires broke off and were retained within the pedicles of l5 and s1. There were no additional patient impacts reported. Additional information was provided stating that the patient underwent a revision surgery and removed the two screws. However, it was not stated that k-wires, retained in the pedicles, were able to be removed. This is report three of four for this event.

Manufacturer narrative:
Additional information in: a1, a2 (date of birth), a4, a5, b5, b7, and d7.

Event description:
It was reported that during the procedure the k-wires were binding inside the pedicle screws during screw installation. The tips of two wires broke off and were retained within the pedicles of l5 and s1. There were no additional patient impacts reported. Additional information was provided stating that the patient underwent a revision surgery and removed the two screws. However, it was not stated that k-wires, retained in the pedicles, were able to be removed. This is report three of four for this event.